Event description:
It was reported that during a ptca / stenting treatment procedure, the nc monorail balloon became stuck on the stent, and a portion of balloon material was severed. The lesion being treated was in the left anterior descending coronary artery. The nc monorail balloon was being used for post-dilatation after placement of a stent. Attempts were made to release the nc monorail balloon from the stent by inflating it, however, the balloon tore and contrast media was seen leaking from the proximal side of the balloon. Another guide wire and balloon catheter were advanced next to the nc monorail balloon, and it was able to be withdrawn. During withdrawal, the distal portion of the nc monorail balloon catheter was severed, and a markerband was detected in the right femoral artery. A snare was used to remove the markerband. A new introducer sheath and guide wire were inserted, and the procedure was successfully completed with a powersail balloon.